Manufacturer narrative:
Pump passed functional testing, including the operating currents test,self test, restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Pump had cracked case at display window corners, battery tube threads, broken part of reservoir tube lip, missing reservoir tube o-ring and test reservoir will not lock/click in place, minor scratched display window.

Event description:
The customer reported via phone call that a piece of the insulin pump and a black o ring broke off. The customer's blood glucose reading was over 600 mg/dl at the time of incident. Customer did not want to troubleshoot the high blood glucose and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.